Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pain.

Manufacturer narrative:
Third party analysis was conducted and found subtle evidence of hip stem migration over time which may have contributed to the reported symptoms. However, given the lack of data, such as hip aspiration and bone scan it is impossible to render a further opinion on the cause of the reported pain. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.